Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. Terry plane, mother, is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 243mg/dl. The customer's expected fasting blood glucose test result range is 100 to 200mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 12/21/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: 42mg/dl (B)(6) 2016 08:37 pm fasting: yes, 205mg/dl (B)(6) 2016 08:24 pm fasting: yes, 174mg/dl (B)(6) 2016 08:23 pm fasting: yes, 243mg/dl (B)(6) 2016 08:22 pm fasting: yes, 136mg/dl (B)(6) 2016 06:09 pm fasting: yes. Customer states meter read 243mg/dl fasting. Could not perform back to back meter read e-3.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. (B)(6), mother, is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 243mg/dl. The customer's expected fasting blood glucose test result range is 100 to 200mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 12/21/2018 and open vial date is 12/15/2016 the meter memory was reviewed for previous test result history: (B)(6). Customer states meter read 243mg/dl fasting. Could not perform back to back meter read e-3.